Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
This patient experienced vessel dissection during the implantation of a cypher stent. The dissection was repaired with a non-cordis bare metal stent. Vessel/lesion characteristics were described as a heavily calcified and highly tortuous 90% in-stent restenosis (unknown products). Apparently, 2 cypher stents had been successfully implanted and it was during implantation of the 3rd cypher in the distal rca that the dissection occurred. The physician attempted to implant a 4th cypher to treat the dissection, but was unable to cross the lesion. The product was not returned for analysis; it remained implanted. A review of the manufacturing records could not be done without a lot number. Vessel dissection is a potential adverse event associated with coronary artery stenting. Review of the available information suggests that vessel/lesion characteristics may have contributed to the event.